Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. . Investigation summary: one injector sample was provided to our quality team for investigation. The product was visually inspected with no defects observed. The sample was functionally tested, resistance was noted when attempting to aspirate liquid from the vial. The injector was further evaluated and found the needle of the injector was partially clogged by a polypropylene particle. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While we cannot identify a direct issue, this failure can occur due to improper positioning of the cannula when inserted into the needle housing which may result in the polypropylene becoming pulled into the cannula and creating an occlusion. Without the lot code to review the device records, this cannot be verified for the product that was reported. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j would not aspirate medication due to a polypropylene particle partially clogging the needle. The following information was provided by the initial reporter, translated from japanese to english: "the hcp attached the injector to the protector and attempted to aspirate drug solution but couldn¿t aspirate it properly due to its tightness. When using another new injector, the drug solution could be aspirated properly. The drug used is vectibix." Via bd investigation: "the sample was functionally tested, resistance was noted when attempting to aspirate liquid from the vial. The injector was further evaluated and found the needle of the injector was partially clogged by a polypropylene particle."